Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, and gastrointestinal/pelvic floor therapy. The caller is an interstim patient who reported an event about another unknown interstim patient. The caller reported that they knew a lady from their bible study who had an interstim, was older, and their bladder didn't work. They couldn't handle the pain/shocks from the interstim, so they turned it off for a long time, and then when the individual tried to turn it back on again, it wouldn't. Patient services asked caller if any further information is known about event details or patient, and caller stated this patient is in an assisted living now, and in their 80's, and that's all they knew. The patient wears diapers now, and moved up north somewhere in (B)(6), and is no longer in contact with the caller. The caller has no additional information.